Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod for an unknown duration. The pod's controller was not delivering insulin when the patient tried giving themselves a bolus correction and was not displaying the correct insulin on board (iob). The patient also reported that they had an infection but did not want to provide any details. The patient was treated with insulin manually and they were getting their basal program while using the pod's controller on manual mode. The patient was discharged on (B)(6) 2026. A replacement device has been sent.